Event description:
It was reported that during a meniscus repair under knee arthroscopy, after t2 had been implanted the knot became loose. T2 was removed from the patient, same model backup device was used to complete the surgery. Procedure was delayed for approximately 10 minutes and no patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. No ts or suture remain on the insertion device. The t/suture construct was returned; the suture has not been cinched and shows no abnormalities. Functional assessment of the construct was performed by cinching the suture, the knot held in place as intended. The reported complaint of the suture knot loosening could not be replicated. No root cause related to the manufacture of the device can be established. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.